Event description:
It was reported that during the procedure to treat the left internal carotid artery, the patient had a stroke. There was no treatment reported; however, the condition is continuing. No additional information was provided.

Event description:
Subsequent to the previous medwatch reports, additional information was received in which there was prolonged hospitalization. The patient developed dysartheria, facial droop and weakness in the right arm during the procedure, not device related. On the second day the dysartheria and the facial droop resolved, however patient still has the weakness in the right hand.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported patient effects of neurological event and weakness are known observed and potential adverse events as listed in the emboshield nav6 instructions for use.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the nav6 instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.